Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp, tsv, mcol mg, 4.1mm,10m was returned for investigation. Visual evaluation of the as returned product identified debris and possible damage around the internal drive feature. Additionally, there were bone/blood residue around the external threads due to usage. Functional testing was performed but the device failed to engage an in-house cover screw. No pre-existing conditions were noted in the per. The device was intended for an unknown tooth location. Device history record (DHR) review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Initial reporter: email address unknown / not provided.

Event description:
It was reported the implant was removed since it was not possible to place the cover screw or the healing abutment. Doctor placed other implant in the same surgery.